Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that antibiotic treatment with meropenem injection was discontinued and the patient was discharged from the hospital (on an unknown date). At the time of this report, the patient has recovered from peritonitis and abdominal pain (15 days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued on the same day) and amikacin injection (100mg, once daily, intraperitoneal, discontinued on the same day) for the event. A day after the event onset, the patient was treated with meropenem injection (250mg, once daily, intraperitoneal, ongoing) for the event. At the time of this report, the patient remained hospitalized and recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.